Event description:
It was reported that a patient's right atrial lead became dislodged. After repeated attempts at repositioning, the physician elected to use a new lead instead. The old lead was explanted and discarded.